Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump has been alarming no delivery for the past few days. The patient's blood glucose increased to 600 mg/dl at one point, which he was instructed to treat via manual insulin injections. Troubleshooting could not be done at the time of call. No products were returned or replaced.